Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. Related report: 1219977-2015-00248.

Event description:
Received a report of an infection after surgery.

Manufacturer narrative:
Lot history and sterilization records for this lot were reviewed. The mesh rolls used to manufacture this mesh met specification for suture retention tensile strength, ball burst strength, weld strength, and dimensions. Packaging was subjected to pre-sterile pouch seal strength testing and the results were acceptable. Sterilization records were found and show that the lot was released. Based on the available lot information, the device was manufactured according to the appropriate manufacturing procedures and met all required specifications for the device at the time of manufacture. Clinical evaluation: any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection will cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. Other risks for infection include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. The IFU states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.